Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop wire was broken. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.